Event description:
It was reported that the user experienced recurrent hypoglycemia with a nadir in the 50s followed by rebound hyperglycemia up to 223 after treating the low with juice; the user sometimes pauses insulin during lows, did not announce a dinner meal, and inquired about performing a factory reset, after which additional training was scheduled. Symptoms included low blood glucose requiring oral carbohydrate and subsequent high blood glucose without acute complications. Outcomes included transient blood glucose excursions outside target without need for professional medical intervention or hospitalization. Investigation included case assessment, user education, and arrangement of additional training on device use and recovery from hypoglycemia. Investigation of this case revealed no device malfunction and suggested user management factors, including unannounced meals and pausing insulin during hypoglycemia treatment, as plausible contributors to the glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.